Event description:
It was reported that customer's insulin pump has a crack on the display screen. The drive support cap appears normal. Customer does not know how the damage occurred. Customer agreed verbally and in writing to return the device for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked display window at the bottom left side corner, cracked case at display window corners and a cracked reservoir tube lip.